Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and low blood glucose. Customer¿s current blood glucose was 600 mg/dl,500 mg/dl,70 mg/dl. The customer treated with the injection for high blood glucose and meal for low blood glucose. Troubleshooting was done for high and low blood glucose and under and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.